Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient experienced inappropriate shocks due to oversensing. The device was reprogrammed and monitored overnight, however, the oversensing issue persisted. The device set screw connection to the lead was adjusted and medical adhesive was applied then proper sensing was achieved. The device is still in use. No further patient complications have been reported as a result of this event.